Event description:
It was reported that the insulin pump was alarming "re-calibrate" frequently. Customer also received a no delivery alarm, and stated that they have to change th batteries frequently. Customer declined any further assistance. No further information reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge.